Event description:
A 2.5x28mm cypher stent failed to cross the target lesion. There was no patient injury reported. After visual inspection by the failure analysis lab, it was noted that the proximal end of the stent was flared.

Manufacturer narrative:
The event involved a patient of unknown gender, age and medical history. The indication for admission to hospital is unknown however, a coronary arteriogram revealed a lesion in an unknown artery. During attempted stenting of the lesion, a 2.50x28mm cypher stent deployment system failed to cross the lesion. There was no patient injury. No other vessel, lesion or procedural information was provided. There was no other complaint provided by the customer. The product was returned for failure analysis. During visual inspection in the lab it was noted the proximal end of the stent was flared. No other visual anomalies were noted. The crossing profile was measured and found to be within specification. The proximal crossing profile could not be measured due to the condition of the stent. A device history records review was conducted and found the product met quality requirements for product acceptance. The reported complaint of proximal strut uplift was confirmed by analysis. Based upon the very limited information provided it is not possible to conclusively determine the cause of the event. There is no clear indication the event was design or manufacturing related.